Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the chair is speeding up and slowing down. Joystick will not stop chair.